Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The three controllers (B)(6) and battery (B)(6) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the returned units passed visual inspection and (B)(6) passed functional testing. Internal inspection of the returned devices revealed no anomalies. A controller fault alarm was triggered during testing of (B)(6), indicating an issue with the internal battery. Internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. The observed controller fault alarm is an additional finding, not related to the reported event. The most likely root cause of the observed controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Log file analysis revealed (B)(6) was the primary controller in use during the reported event, (B)(6) was the initial backup controller, and (B)(6) was the next backup controller used. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2024 at 16:20:30. Indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 39% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port two (2) and a power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for twenty-eight (28) seconds. Following the loss of power, three (3) vad stopped alarms were logged at 16:20:58, 16:24:13, and 16:40:31 indicating that the pump failed to restart after multiple attempts. Additionally, five (5) vad disconnect alarms, indicating a physical disconnection of the driveline from the controller were logged between 16:22:59 and 18:51:02, likely due to troubleshooting the vad stopped alarms. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2024 at 17:10:48. Review of the event log file revealed that the controller was not in use prior to the power-up event; the controller last had power on (B)(6) 2023, indicating that the controller power-up event occurred while exchanging (B)(6) to (B)(6). A vad disconnect alarm was logged at 17:10:54, likely due to the controller being powered up without the pump connected. A vad stopped alarm was then logged at 17:15:18, indicating that the pump failed to restart after multiple attempts. Three (3) electrical fault alarms were logged at 17:15:34, 17:15:54, and 17:16:47, indicating that the front stator was not connected. The electrical fault alarms were followed by vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting the electrical fault alarms. This was followed by several vad stopped alarms between 17:18:32 and 18:03:13, indicating that the pump failed to restart after multiple attempts. Multiple vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, were logged during the failure to restart events, likely due to troubleshooting. F urthermore, a power disconnect alarm involving (B)(6) on (B)(6) 2024 at 17:24:54. During the power disconnect alarm, review of the controller's internal log files revealed safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. The event logs recorded a high-power consumption during attempted pump starts, which required more current from the batteries. It is likely that the overcurrent condition prevented the (B)(6) from providing power, resulting in the power disconnect alarm. Log file analysis associated with (B)(6) revealed four (4) controller power up events on (B)(6) 2024 between 17:58:39 and 18:13:58. Review of the event log file revealed that the controller was not in use prior to the power-up event; the controller last had power on (B)(6) 2024, indicating that the controller power-up event occurred while exchanging (B)(6). This was followed by six (6) vad stopped alarms logged between 18:14:41 and 19:02:50, indicating that the pump failed to restart after multiple attempts. Multiple vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, were logged during the failure to restart events, likely due to troubleshooting. Log file analysis additionally revealed motor start events recorded on (B)(6) 2021 at 10:51:02, on (B)(6) 2021 at 13:14:37, on (B)(6) 2022 at 08:51:39, on (B)(6) 2022 at 17:15:33, on (B)(6) 2022 at 17:22:29, on (B)(6) 2023 at 11:05:37, on (B)(6) 2023 at 12:57:55, on (B)(6) 2023 at 18:43:47, on (B)(6) 2023 at 18:01:33, on (B)(6) 2023 at 08:25:38, on (B)(6) 2023 at 13:33:38, on (B)(6) 2023 at 06:23:44, on (B)(6) 2023 at 15:16:10, and on (B)(6) 2023 at 00:56:58 in which the motor start parameters were atypical. As a result, the reported failure to restart, controller losses of power, electrical fault alarm, power disconnect alarm events, and the atypical motor start parameters findings were confirmed. The vad (B)(6) was in scope of fca cvg-21-q3-21, which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the original controller loss of power involving (B)(6) can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the losses of power involving (B)(6) can be attributed to a controller exchanges during troubleshooting of the alarms. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection during the reported controller exchange. Based on the available information, the most likely root cause of the reported power disconnect alarm can be attributed to, but not limited, to the increased power consumption required by the attempted pump start event, drawing more current from the battery, and preventing the battery from providing power to the controller. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 23-july-2024 h3: yes d1: controller d4: (B)(6) d9: yes, return date: 23-july-2024 h3: yes d1: controller d4: (B)(6) d9: yes, return date: 27-june-2024 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 23-july-2024 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the site believes the patient may have called in after performing the controller exchange and does not believe there is any discrepancy with regards to timing.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient accidently double disconnect power sources at home. The patient then attempted to perform a controller exchange to the backup controller and the vad did not restart during multiple attempts. The patient presented to the emergency department and an alternate software controller was used and the vad still did not restart. The patient was admitted to the hospital for troubleshooting the vad and it was noted that the patient was stable, awake, and alert throughout the interaction despite the vad being off. Decision was made to remain off of mechanical vad support. It was also reported that a review of log file data revealed failed motor start events, vad stop, vad disconnect, electrical fault, power disconnect alarm on a battery, and an unexpected power loss. The vad remains off but still implanted, the controllers and battery were removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m62, 439888, 5076-52 leads implant date: (B)(6) 2019 additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2021 / serial (B)(6): d9: no h3: no h4: mfg date: 22-sept-2020 h5: no d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2024 / serial (B)(6): d9: no h3: no h4: mfg date: 18-jan-2023 h5: no d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 22-nov-2024 / serial (B)(6): d9: yes, return date: 27-june-2024 h3: no h4: mfg date: 22-nov-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: bat (B)(6) d9: no h3: no h4: mfg date: 09-sept-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient accidently double disconnect power sources at home. The patient then attempted to perform a controller exchange to the backup controller and the vad did not restart during multiple attempts. The patient presented to the emergency department and an alternate software controller was used and the vad still did not restart. It was noted that the patient was stable, awake, and alert throughout the interaction despite the vad being off. It was also reported that a review of log file data revealed failed motor start events, vad stop, vad disconnect, electrical fault, power disconnect alarm on a battery, and an unexpected power loss. The vad remains off and implanted, the controllers and battery were removed from service. No patient complications have been reported as a result of this event.

Event description:
It was further that the patient continues doing well after pump failure to restart event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.